Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that the instrument was in ready mode, but not in use at the time of the event. The customer called the fire department due to the smoke and a burning smell emitted from the instrument. The laboratory evacuated due to the smoke, and the customer stated that there were no injuries due to the smoke. The ccc specialist dispatched a siemens customer service engineer (cse) to the customer site. The cse performed troubleshooting and determined the power supply had failed and generated the smoke. The power supply was replaced, and the instrument was operational post service. Siemens noted that the instrument was inoperable from 2 a.m. On (B)(6) 2019 until 5 p.m (B)(6) 2019, due to scheduled service, and the customer experienced a delayed in hepatitis testing due to the reported event. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
The customer informs that smoke emitted from the advia centaur xp instrument. There were no visible flames, but the fire department was called, and they unplugged the power cable from the instrument. There are no known reports of adverse health consequences due to the smoke emitted from the instrument.